Event description:
It was reported that during a coronary drug eluting stenting treatment procedue, stent damage occurred. The physician predilated the calcified, non tortuous, proximal to distal lad lesion with a 2.0x20mm world pass balloon using multiple inflations ranging from 14-18 atm's, which resulted in a dissection. The distal lad was repaired with a 2.5x23mm cypher stent stent inflated to 12 atm's. The physician used a 2.5x25mm and 2.5x35mm balloon to measure the length of the area to be stented. A 2.5x35mm world pass balloon was used to predialte the proximal lad, inflated to 12 atm's, which caused a second dissection. The physician attempted to repair the dissection with a taxus express2 2.75x32mm drug eluting stent; however the stent would not cross. A 2.5x20mm world pass balloon, inflated to 14-16 atm's, was used to predilate a second time. The physician then attempted to place the taxus express2 2.75x32mm drug eluting stent again, but it still would not cross. A 2.5x20mm balloon and 3.0x30mm balloon were used to make multiple inflation to 20-22 atm's and 10 atm's. The stent still failed to cross the proximal lad lesionm despite applying additional force. As a result, the stent catheter broke. The catheter was removed without any pt complications. The procedure was completed with a 2.5x33mm cypher stent placed in the mid lad lesion and a 3.0x33mm cypher stent placed in the proximal lad. No pt complications occurred. Pt status is satisfactory.